Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "localized heat, tenderness to touch, swelling, hardness, aching, lumpy, sore, nodular and "hot and cold, shivery flushes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, skin irritation, fever and pain: "undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : inflammatory reactions (e.g. Redness, oedema, erythema) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Patient reported having injections with unspecified juvederm ultra plus in the cheeks and chin. Around 2 months later, the patient became "tired, no appetite, upset stomach." The following day, the patient thought they had the flu. They were "hot and cold, shivery flushes and [their] face started aching." The areas where juvederm was injected became "sore, swollen, hard, nodular, tender and generally looks odd" with "localized heat, tenderness to touch" and "aching in certain spots" that "felt like a blind pimple." No change in skin the next day, patient felt fine but the face was still "lumpy, swollen and achy in places." The areas that "flare up" are the "cheeks, particularly lateral zygoma, oral commissures and infra orbital region." Patient has been treated with hyalase. Symptoms have started settling and are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00503 (allergan complaint # (B)(4)), #3005113652-2015-00504 (allergan complaint # (B)(4)), #3005113652-2015-00505 (allergan complaint # (B)(4)), #3005113652-2015-00507 (allergan complaint # (B)(4)) and #3005113652-2015-00512 (allergan complaint # (B)(4)) and #3005113652-2015-00551 (allergan complaint # (B)(4)). This MDR is being submitted for the seventh suspect product, unspecified juvederm ultra plus, also a device manufactured by allergan.

Manufacturer narrative:
Medwatch sent to FDA on 1/6/2016..

Event description:
Patient reported having injections with unspecified juvederm ultra plus in the cheeks and chin. Around 2 months later, the patient became "tired, no appetite, upset stomach." The following day, the patient thought they had the flu. They were "hot and cold, shivery flushes and [their] face started aching." The areas where juvederm was injected became "sore, swollen, hard, nodular, tender and generally looks odd" with "localized heat, tenderness to touch" and "aching in certain spots" that "felt like a blind pimple." No change in skin the next day, patient felt fine but the face was still "lumpy, swollen and achey in places." The areas that "flare up" are the "cheeks, particularly lateral zygoma, oral commissures and infra orbital region." Patient has been treated with hyalase. Symptoms have started settling and are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00503 ((B)(4)), #3005113652-2015-00504 ((B)(4)), #3005113652-2015-00505 ((B)(4)), #3005113652-2015-00507 ((B)(4)) and #3005113652-2015-00512 ((B)(4)) and #3005113652-2015-00551 ((B)(4)). This MDR is being submitted for the seventh suspect product, unspecified juvederm ultra plus&#11040;also a device manufactured by allergan.